Event description:
Tip of fiber broke off during case. All pieces of the fiber were recovered. No harm reached pt. Manufacturer: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.